Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose levels. The customer stated that he had called paramedics but was not admitted into a hospital. Troubleshooting was performed. The insulin pump was programmed correctly. Nothing further was reported.